Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received 2 photos and one unit of a 24gx0.75in insyte autoguard from lot number: 1314395 for the investigation. Through the inspection of the photographs, a unit is displayed that is not retracted in the safety barrel, and it is missing the needle shield. An indention is visible inside the catheter. Through the visual inspection of the returned sample a unit with a needle that has been retracted with sign of damage on the catheter is observed. After pushing the needle out, it was observed that the glue well of the hub is damaged. This damage could be the dent observed in the catheter on the provided photos which lead to the catheter not separating during use. Based on the location and the shape of the damage, it is most likely that this occurred during the manufacturing process where the spring and safety button are loaded into the gripper. An incorrect equipment setting could cause misalignment of the rotate grippers with respect to the pick and place gripper fingers which can cause the glue well to get damage. Operators perform in change over check lists and periodic setup per the quality plan as well as periodic sampling for damage to the device per the sampling plan. Additionally, preventative maintenance is performed to ensure proper functioning of the equipment. The preventative maintenance records were inspected and confirmed to be up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter can¿t be separated, sticked together. The following information was provided by the initial reporter, translated from mandarin chinese to english: catheter and needle can¿t be separated, sticked together.